Manufacturer narrative:
The customer supplied system data and the affected patient result data in support of the cf investigation; the supplied data was reviewed. Qc performance was passing within the customer's established ranges prior to the event. System checks performed on the (B)(6) were passing within specifications. The customer reported to bec hotline that patient samples were collected in lihep plasma sample tubes and were centrifuged for 10 minutes at 3600 rpm. The customer noted the initial test result was generated from the primary sample tube and the repeat test results were obtained from aliquoted samples; the primary sample tubes were noted to be "short draws" with no additional sample information being supplied. The supplied archive data was reviewed and there were no findings relevant to this event to report. Hotline dispatched onsite service to evaluate instrument performance at the customer laboratory. A bec field service engineer (fse) was dispatched on (B)(4) 2012 to evaluate the system. The fse noted to have found a bad incubator belt pulley bearing that the fse replaced. The fse also noted ultrasonic voltages required adjustment because they were slightly low. The fse was informed by bec investigators that the incubator belt movement was rough with the bad pulley bearing installed and the fse believed the incubator belt had contributed to the event. After completing all repairs, the fse performed a passing high sensitivity system check and passing qc to verify instrument performance was acceptable. In conclusion, the definite cause of this event could not be determined. The sample issues communicated by the customer mentioned above do not clearly suggest that it is directly related to the issue. There were also hardware issues identified by the onsite fse that were ongoing at the time of this event. The fse identified the ultrasonic settings of the instrument were outside of specification and they also replaced an incubator belt pulley bearing that they determined was bad.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining two (2) false positive troponin (accutni) patient results from two (2) different patient samples generated on the unicel dxc 600i access immunoassay system (access 2 immunoassay portion). One (1) of the patient results was above the acute myocardial infarction (ami) cut-off of the assay and the other patient's result was within the risk stratification range of the assay. Repeat testing of both patient samples produced lower results within the normal range of the assay on the same instrument and on a second instrument. The false results were reported out of the laboratory; however, there was no change in patient treatment or affects to any patient in connection to this event.